Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported a rate problem with an ipump, specifically it "does not deliver". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the investigation included evaluation of the actual sample. The reported condition of an ipump with a non-delivery rate issue was not confirmed nor reproduced during product evaluation. However, baxter quality engineering confirmed the reported condition as failure code 33. This condition was caused by a faulty mechanism assembly. The mechanism assembly was replaced. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.